Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a problem with the echelon flex device. While in surgery, fired the echelon and the blade did not return. Directly pulled the deactivation lever of the echelon making it unusable. The problem was solved immediately by taking another echelon out of the consignment. No patient consequences reported. No further information is available.